Event description:
It was reported that: during morning checkout, the anesthesia technician observed that the apl valve top was separated from the valve body. No further information could be acquired. No patient injury.

Manufacturer narrative:
The apl valve was replaced and returned to draeger medical. As reported, the apl valve separated. Draeger medical and the apl valve manufacturer had previously performed an evaluation on apl valves from a reserve sample. The apl valve manufacturer reported that the apl valve is designed to withstand an axial pull of 45 pounds. The axial force required to open the valve during normal use is approximately our to five pounds. The apl valve MFR has incorporated and completed further design enhancements which should eliminate the potential for separation.